Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a blank display on their insulin pump. It was also found a lost sensor alarm and their insulin pump was off with no power. Customer stated they were able to turn on the insulin pump by pressing esc and act. The customer's blood glucose was 150 mg/dl. The customer stated they did not drop or bump their insulin pump. It was also found insulin was able to exit when the customer rewinded and primed their insulin pump. The customer will be sent a replacement battery cap. No additional information provided.